Event description:
It was reported that an ilet user with a dexcom g7 continuous glucose monitor (cgm) sensor experienced loss of cgm readings on both the ilet and the dexcom app, followed by a ¿sensor unavailable¿ alert; the issue was traced to an incorrect pairing code on the ilet, which was corrected and resulted in restoration of readings. Symptoms included hyperglycemia with a reported blood glucose peak of 246 mg/dl and no associated clinical symptoms. Outcomes included a delay to therapy with no medical intervention. User support included communication and analysis of the information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified related to an improper procedure, specifically incorrect sensor pairing, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error and incorrect pairing setup.

Manufacturer narrative:
Initial.